Event description:
It was reported that the patient had a cardiac arrest and was transported to an unknown hospital where she was pronounced dead. It was suspected that the patient didn't receive therapy. Review of the diagnostics and episodes does not appear the device malfunctioned. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and using automated test equipment and met all test specifications. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.